Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9th may 2024, it was reported by an arthrex employee via email that for an ar-1320bcnf, suture anchor, micro biocomposite suturetak® 2.4 x 6.5 mm with 2-0 fiber wire® with two taper point needles, the anchor was broken during insertion. This was detected during use in an ankle ligament repair procedure on (B)(6) 2024. The procedure was completed successfully as another brand's product was used. . Pieces broke inside the patient but all fragments were retrieved. No patient harm and no secondary procedure were needed.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, suture anchor, micro biocomposite suturetak, ar-1320bcnf/ batch 15096527, inserter and associated suture constructs were received for investigation. Visual inspection identified that the bio-composite anchor threads were damaged. Suture fraying was present on the blue suture constructs. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.